Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the continuous glucose monitor (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. There was no indication that the product caused or contributed to an adverse event. This complaint is not being reported because the issue does not affect insulin delivery and owner¿s booklet instructs the patient not to make treatment decisions from cgm readings; therefore, the issue is not likely to contribute to a serious health issue.